Manufacturer narrative:
Additional information for the device evaluation is available. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h6, and h10. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. This product with serial number (B)(6), was manufactured within specification on (B)(6) 2017. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be user related due to the device having passed all inspections by manufacturing prior to shipping the device. Therefore, the damages incurred may have been as result of transportation or use.

Manufacturer narrative:
The device has been returned and an evaluation performed for it. This supplemental report is being submitted to provide this information. The reported issue for this device is drill was making unpleasant screeching noise and then became extremely hot to touch. Burr was removed and appeared scorched or charred at the end. The customer¿s complaint was not confirmed. A device history record (DHR) review was performed for the finished device with 2 rejects found for failed continuity and function loss. The customer burr was not returned, only the handpiece used in the case. Visual inspection found a small dent on the proximal end of the main body, discoloration on the electrical contact pins, and multiple scratches on the device as signs of use. The handpiece was then connected to the test diego elite console mdcons100, and was recognized by the console. Furthermore, the connection of the handpiece was checked with test burrs, mastoid and stapes attachments as it could be locked or unlocked without an issue, and recognized by the console displaying 75000 rpm and 12000rpm respectively. Temperature of the handpiece was taken 10 times (each activation was 60 seconds). The results were between 25.3 c - 30.3 c (standard less than 48 celsius). The handpiece felt slightly warm, but not hot as claimed. Noted that during activation, the noise level appeared to be normal, no unusual noise or screeching noise was observed. The handpiece is working properly. Therefore, the reported complaint was not confirmed. A root cause could not be determined as the device functions as intended.

Manufacturer narrative:
This is the first of the two reports filed for this event. Contact number of the initial reporter is (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during the therapeutic mastoid procedure upon beginning of the use of the device, the device made unpleasant screeching noise and then became extremely hot to touch. Burr was removed and appeared scorched or charred at the end. A second device was used and screeching noise was again evident. Blue plastic tip on the second handpiece popped off. Surgeon and scrub nurse then noticed that there were blue plastic shavings from the blue plastic nozzle in sterile operating field which were then removed. The procedure was completed with a third device and different burr. There was no adverse impact to the patient. The surgeon was experienced in the use of the device.